Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the pump had been beeping for four weeks and no healthcare provider (hcp) in texas would help them. The patient stated they had been hospitalized several times and sent from doctor to doctor. The patient stated their kidneys were shutting down and "heart was messing up". The patient stated "this pump is killing me". The patient stated that they wanted to find a hcp in louisiana. The manufacturer's patient services specialist (pss) sent a hcp listing to the email confirmed by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump for spinal pain. The patient stated they had been to the emergency room (ER) twice due to chest pains could not move or get off of their couch. The patient mentioned they were in severe pain to the point that they were bedridden and had to use a bedside catheter. The patient also mentioned incontinence had become a problem and they were having things shut down in their body. The patient reported their pump had been empty for over 2 weeks and was beeping every 15-20 minutes. The agent reviewed considerations and redirected patient to healthcare provider. The agent emailed physician listings to the patient and sent email to field staff in the patient's area. The agent also reviewed patient advocate foundation resources but patient declined.  Additional information received from a patient indicated that the patient was asking how to have the pump alarm turned off. The patient stated what good would it do or what would be resolved having a pump turned off. The patient stated she did get the list of physicians and she had called everyone, but every doctor she called could not see her for over a month or so and it was not sufficient. The patient stated the last time their pump started beeping, the doctor was able to get them in right away. The patient stated she had a lawyer and she was told that because mdt manufactures the pump, mdt was liable to find her a doctor. The agent reviewed since the patient had obtained a lawyer, patient services would no longer be able to work with her and it was recommended to have the lawyer call mdt and they could get the lawyer directly to legal. The patient stated having the pump was harassment and disconnected the call.